Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2010, the pt was implanted with a spectra penile prosthesis device. On (B)(6) 2011, the health care provider reported the system was replaced with an implantable penile prosthesis due to erosion of the glans. The pt outcome was reported as a good result.